Event description:
It was reported that the pt was unable to increase the stimulation since she felt a sudden 'snap' in her back during raking leaves. The pt noted uncomfortable stimulation near the anchor site. One lead had invalid impedance and the other lead had low impedance. The pt was scheduled for a lead revision. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.